Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a suspected sensing integrity warning, mirror image noise and short v-v intervals. It was further reported that the right atrial (ra) lead exhibited a suspected sensing integrity warning, oversensing and mirror image noise. Both leads remain in use. No patient complications have been reported as a result of this event.